Event description:
In this event it is reported that a reciproc files 6x broke during use. Broken part is still in root canal.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Manufacturer narrative:
Two reciproc files r25 8/100 21mm 025 were returned (one file in loose + one unused file). The file in loose was analyzed and no damage was noticed. The three involved files that broke during use were not returned and cannot be analyzed. Nothing unusual to report was found during dhrs review (batches #1734577, #1730595 and #1737811). The unused file was evaluated and was found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.